Event description:
It was reported that during a procedure of the circumflex artery, the multilink mini vision stent delivery system (sds) was backloaded over the balance middleweight (bmw) elite guide wire and advanced through the guiding catheter to an acute bend in the vessel when resistance was met. The bmw elite was advanced and the sds was attempted to be advanced but the two device became stuck and could not be advanced nor retracted individually. All three devices were removed together as a system from the anatomy without issue. A whisper guide wire was used with the same sds in the procedure and the stent was successfully deployed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - re-insertion. Evaluation summary: the device was returned for evaluation. The reported difficulty to position confirmed. The reported difficulty to remove could not be replicated as the returned guide wire was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the sds was re-inserted over a new guide wire to complete the procedure. The mini vision instructions for use (IFU), states that an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The balance middleweight elite, is being filed under a separate manufacturing report number.